Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving an unknown drug via an implantable pump for failed back surgery syndrome and spinal pain. It was reported that the patient's pump was exposed and began to protrude through their skin. It was unknown if there were external factors that contributed to the event and no diagnostics/troubleshooting were performed. Actions/interventions taken included admitting the patient to the hospital to begin an inpatient drug wean before their system removal. The pump and catheter were explanted on (B)(6) 2021. The issue was resolved at the time of the report. The explanted devices were discarded. The patient's weight was unknown and they had a medical history of complex regional pain syndrome.

Manufacturer narrative:
Concomitant medical products: product ID: 8780; serial#: (B)(4); implanted: (B)(6) 2019; explanted: (B)(6) 2021; product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 08-may-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.